Manufacturer narrative:
The original equipment manufacturer (OEM) received the power tray involved with this complaint and completed the device repair. The OEM replaced the power supply per the instruction of intuitive surgical, inc. (Isi).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation: the unit was returned for failure analysis but the reported failure could not be reproduced. However, the error/fault was confirmed via error logs/system logs. The power tray was installed and tested in the printed circuit assembly (pca) test system. Start up occurred with no error and also ran 10x power cycles, all of which passed. The unit was left in the system for 2 hours while testing other boards, and it performed with no issue. This part is ntf (no trouble found); however, when reviewing the remote error log, there are 33 instances of error 1100. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the customer received repeated non recoverable faults when powering up the system. The customer stated that they tried multiple power cycles and hard cycles on the system but the faults kept returning. The technical support engineer (tse) walked the customer through verifying all breaker switches and connections on the vison side cart (vsc) but the fault was still returning. Tse advised the customer to bring in a second vsc. It was reported that the site was in the process of swapping vscs when they disconnected the call. It was reported that all troubleshooting steps were taken. It was reported that the customer called back and stated that they switched out vscs and were continuing with the case. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no issues were noted during set-up of the system. The vsc functionality was checked prior to placing the patient under anesthesia and everything was working fine. The procedure was able to be completed with the new vsc successfully with no injury occurring to the patient.